Event description:
It was reported the system failed to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The reported issue could not be duplicated. The system was rebooted during the service call. The system was tested and found to be working as intended and put back into service.